Event description:
It was reported that the right atrial (ra) lead exhibited lack of capture at maximum output. During pre-procedure testing for ra lead extraction and replacement, the patient complained of muscle stimulation and chest pain in the fourth intercostal area when ventricularly paced. It was noted that the right ventricular (rv) lead thresholds were varied. A CT scan showed that the rv lead was in the coronary sinus and had perforated. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.